Event description:
Rptr purchased bandages for a cut on their left leg, above the knee. Rptr applied them (2) first night, when rptr removed them, skin came off with the bandage, causing bleeding and leaking of clean fluid and pain. This was in the area where the perimeter of the bandages came in contact with their skin.